Event description:
It was reported that the insulin pump would not push insulin through the tubing and would not rewind. The customer's mother noted that the customer had called previously and was instructed to reset the factory settings, although this did not resolve the issue. She stated that the insulin pump was stuck in the rewind process. The blood glucose reading was 200 mg/dl, which the caller stated was likely high because he was sick. The most recent blood glucose reading was 355 mg/dl. She advised that she knew why the reading was high. The customer was unable to complete troubleshooting. The caller advised that she did not received the second series of beeps as expected during troubleshooting; she was advised that the insulin pump would be replaced. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.